Manufacturer narrative:
A ge rep evaluated the system and could not reproduced the reported problem. System operates as intended.

Event description:
The customer reported the system displayed a "hard drive failed" error. No pt injury was reported.